Event description:
It was reported that a cps catheter perforation was suspected. X-ray revealed contrast medium effused into the pericardium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.